Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of two low blood glucose results (27mg/dl and 27mg/dl). Caller states that he feels fine. On another meter, caller's result was 106mg/dl. Caller states he is normally 120mg/dl. No adverse event reported.